Event description:
The patient was in o.r. For replacement of entire vagus nerve stimulation (vns) system. During an appointment for MRI, device interrogation determined abnormal lead impedance. After battery replacement intraoperatively, interrogation determined proper function.